Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: complaint 1 of 3: # (B)(4) first unit where the clip unintentionally cut the artery complaint 2 of 3: # (B)(4): second unit where the clip did not fire correctly complaint 3 of 3: # (B)(4): third unit regarding similar event that occurred a few weeks ago. The clip applier malfunctioned during the procedure. When the clip was applied, it unintentionally cut the artery causing the clip to fall off the applier as the trigger was pulled the mechanism cut the cystic artery. Fortunately, there was minimal bleeding approximately 10ml because the cystic artery had already been clipped by the surgeon earlier. In the same case a second laparoscopic clip applier was attempted but the clip did not fire correctly. The provider did report that a similar incident occurred a few weeks ago but he did not report it at the time so we do not have any other information on that case. Additional information provided on 17apr2025: when the clip applier was fired, the clip fell out of the jaws of the applier, and the jaws did not properly oppose each other, allowing them to scissor the artery. This caused a transection of the cystic artery at the level where clip application was attempted. The clip fell out as the handle was squeezed to apply the clip, which is consistent with non-opposition of the jaws. I don't recall the exact number of clips dispensed in total. Only one clip experienced this specific incident, although more clips ultimately fell out of the applier when I attempted to make it work out of the misfire. Intervention: the artery was clipped with a hemolock clip patient status: patient is in stable condition.

Manufacturer narrative:
This follow up is in response to the voluntary report that was received through the FDA¿s medwatch program report, #mw5169240. The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: this report is in response to medwatch #mw5169240. From medwatch: clip applier malfunctioned during the procedure. When the clip was applied, it unintentionally cut the artery, causing the clip to fall off the applier. As the trigger was pulled, the mechanism cut the cystic artery. Fortunately, there was minimal bleeding approximately 10 ml because the cystic artery had already been clipped by the surgeon earlier. It is important to note that transection of the cystic artery is a required outcome during laparoscopic cholecystectomy. An additional instrument was obtained from the sterile processing department (spd), and the procedure continued. The surgeon confirmed that there was no harm to the patient. In the same case, a second laparoscopic clip applier was attempted, but the clip did not fire correctly. Automatic clip applier: epix universal m/l, ref (B)(6), lot: 1540217, exp: 2027-11-12. Quantity: (B)(4). Reference report: mw5169240. Intervention: an additional instrument was obtained from the sterile processing department (spd), and the procedure continued. The artery was clipped with a hemolock clip. Patient status: patient is in stable condition. The surgeon confirmed that there was no harm to the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Visual inspection was performed, and the feeder tooth was observed to be damaged. Based on the condition of the returned unit, it is likely that the reported event was caused by the device being inserted/removed through the trocar with the feeder in the jaws. The instructions for use (IFU) states, ¿caution: do not pre-load a clip into the jaw prior to device insertion through a trocar. Doing so may result in damage to the device upon insertion. If device is pre-loaded, fully compress the trigger against the handle and release to reset the device." Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: laparoscopic cholecystectomy. Event description: mw5169240. From medwatch: clip applier malfunctioned during the procedure. When the clip was applied, it unintentionally cut the artery, causing the clip to fall off the applier. As the trigger was pulled, the mechanism cut the cystic artery. Fortunately, there was minimal bleeding approximately 10 ml because the cystic artery had already been clipped by the surgeon earlier. It is important to note that transection of the cystic artery is a required outcome during laparoscopic cholecystectomy. An additional instrument was obtained from the sterile processing department (spd), and the procedure continued. The surgeon confirmed that there was no harm to the patient. In the same case, a second laparoscopic clip applier was attempted, but the clip did not fire correctly. Automatic clip applier: epix universal m/l, ref (B)(6), lot: 1540217, exp: 2027-11-12. Quantity: (B)(4). Reference report: mw5169240. Reported from account manager via phone call on 02apr2025: the clip applier malfunctioned during the procedure. When the clip was applied, it unintentionally cut the artery causing the clip to fall off the applier as the trigger was pulled the mechanism cut the cystic artery. Fortunately, there was minimal bleeding approximately 10ml because the cystic artery had already been clipped by the surgeon earlier. In the same case a second laparoscopic clip applier was attempted but the clip did not fire correctly. The provider did report that a similar incident occurred a few weeks ago but he did not report it at the time so we do not have any other information on that case. Additional information provided by [name] on 17apr2025: when the clip applier was fired, the clip fell out of the jaws of the applier, and the jaws did not properly oppose each other, allowing them to scissor the artery. This caused a transection of the cystic artery at the level where clip application was attempted. The clip fell out as the handle was squeezed to apply the clip, which is consistent with non-opposition of the jaws. I don't recall the exact number of clips dispensed in total. Only one clip experienced this specific incident, although more clips ultimately fell out of the applier when I attempted to make it work out of the misfire. Intervention: an additional instrument was obtained from the sterile processing department (spd), and the procedure continued. The artery was clipped with a hemolock clip. Patient status: patient is in stable condition. The surgeon confirmed that there was no harm to the patient.